Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08720 inches. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose was 791 mg/dl. The customer did experience the symptoms such as vomiting, urinating, nausea, fuzzy head, extreme headache, and chest pains. The customer treated with the intravenous injection with insulin, bolus and hospitalized in the intensive care unit. Customer did not allege pump was under delivering. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.